Manufacturer narrative:
The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the full lead was returned,analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The pacing lead was attempted and not used. No further patient complications have been reported as a result of this event.